Manufacturer narrative:
One (1) actual device was received for evaluation. Visual inspection was performed which noted a hole at the port seal of the bag. The reported issue was verified. The cause of the issue was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified with the drain bag of a capd disconnect y set. The event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.